Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (=fse) shifted the second pinhole for more energy throughput and aligned the system. This action is expected to avoid recurrence of the reported message. No device was returned for eval. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on MFR's acceptance criteria. The root cause is a slight change of energy output by and by, requiring adjustment of optical parts. Additional info has been requested but not received to date. (B)(4).

Event description:
An optometrist reported a system message related to energy was displayed during two surgeries. The message was acknowledged to resume surgery. Additional info has been requested but not received to date.